Event description:
The customer reported obtaining low patient results with a ¿g¿ flag on the ion selective electrode for sodium and potassium involving the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Note: a ¿g¿ flag indicates a result is lower than the dynamic range.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the anti-static brushes were dirty and not operating correctly. Those were then replaced to resolve the issue. The fse verified the analyzer was back to normal operation. The customer was satisfied and no further issues were reported. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).